Manufacturer narrative:
The reported events of low impedance and noise were not confirmed. The reported event of deformation of the insulation was confirmed. The cause of the reported event was isolated to twisting of the outer insulation due to twiddler¿s syndrome within the device pocket. The other damage found was sustained during the surgical procedure.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2938836-2020-06737, 2938836-2020-06738, 2938836-2020-06739. It was reported that when the patient presented remotely via merlin.net transmission, high, out of range, pacing lead impedance was observed on the right atrial lead since (B)(6) 2019. Reproducible noise was also noted in clinic via isometric testing and pocket manipulation. Upon opening the pocket for the lead explant procedure on (B)(6) 2020, twiddler¿s syndrome was found. Right atrial, left ventricular lead, and right ventricular lead were tightly knotted in the pocket. Insulation deformation in helical pattern was noted on the atrial lead. The leads were uncoiled, and the right atrial lead was explanted and replaced. The patient was stable.